Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 12 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It is unknown if this patient has been returning for regular follow-up appointments. It was reported that the films were reviewed and they showed the stent graft has migrated and is 20 mm below the renal arteries. Currently the neck is 1.5 cm long and it is 28 - 29 mm in diameter with a small proximal type 1 endoleak present. The neck was not angulated. The migration / endoleak were attributed to disease progression. The aneurysm is 65 - 70 mm in diameter. No intervention has been scheduled or planned to date. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (migration, endoleak), (B)(4) patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).